Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to t-wave oversensing. No adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.